Event description:
It was reported that pump displayed recurring malfunction alarm code 12 with associated fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy, and Technical Support arranged replacement pump shipment, confirmed pump serial number and shipping address, instructed customer to place current pump into storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.